Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/15/2016 with the following findings: a review of the pump history revealed that the bolus history deliveries aligned with the actual bolus deliveries with less than a 5% difference. The total bolus delivery calculations for each day match the total daily dose history with no discrepancies. The history data was confirmed to be accurate. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the bolus delivery amounts were not accurately reflected by the recorded total daily dose. This complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because discrepancies with regards to the history or the settings may result in over or under delivery.